Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing while programmed to the primary vector. Technical services (ts) analyzed device episode data and found that the primary qrs complex was small with large undulating t-waves. The smart pass feature was disabled due to this small qrs complex. There was a stored treated episode with inappropriate shock due to oversensing while programmed to the alternate vector. For troubleshooting, ts suggested reprogramming to the secondary vector and x-ray, but it was noted that the secondary vector was not a viable option. No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this electrode was explanted due to oversensing of noise. The physician decided that this patient was best suited for a transvenous ICD as a replacement. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing while programmed to the primary vector. Technical services (ts) analyzed device episode data and found that the primary qrs complex was small with large undulating t-waves. The smart pass feature was disabled due to this small qrs complex. There was a stored treated episode with inappropriate shock due to oversensing while programmed to the alternate vector. For troubleshooting, ts suggested reprogramming to the secondary vector and x-ray, but it was noted that the secondary vector was not a viable option. No additional adverse patient effects were reported. Currently, this electrode remains in service.